Event description:
On (B)(6) 2017, the manufacturer was notified that a perceval valve (sz 27) implant was attempted. During the procedure two pledgets were placed between the right coronary cusp and the non-coronary cusp, the perceval valve was implanted and the patient was taken off by pass. The intra-operative tee showed a paravalvular leak and kinking of perceval stent. Surgeon explanted the perceval valve and implanted solo smart tissue valve (sz25). Total x-clamp time for the procedure was 179 min.

Manufacturer narrative:
Review of the data filed in the device history record confirmed that the nitinol component used to manufacture the returned perceval heart valve sn (B)(4) satisfied all material, dimensional and performance standards required for a nitinol component for a perceval valve 27/xl at the time of manufacture and release. Visual inspection of the returned prosthesis confirmed the absence of manufacturing defects, only observing a slight deformation of the inflow side that likely resulted from manipulation during the implant/explant process. X-ray analysis confirmed the absence of structural rupture. A p-np gauge test confirmed the absence of dimensional irregularity. Simulation of the valve deployment, performed with the returned device, was not able to replicate the anomalous behavior reported in the initial case history. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic to the involved device.